Event description:
Caller reported that pump malfunctioned while they were asleep laying on it. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was assisted with resetting pump, and malfunction did not recur afterward. Customer was advised to continue using the pump and to contact support if any malfunction recurred.